Event description:
Patient called lfs in 1/2004 alleging the test would not start when blood was applied to the test strip. The patient reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. No further info has been reported. The meter has been replaced for the patient.